Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported getting settings not available cannot provide your desired intensity setting when trying to adjust stimulation since saturday. Patient stated they have been changing groups but it has taken quite a long time and they didn't get the same message. Agent asked to connect with controller and controller showed battery levels: controller 80%, implant 40%. Patient mentioned they fell and broke their shoulder in may and have been around court house security in august. Patient stated they are able to decrease the intensity and thought they could increase intensity but could not. Agent reviewed meaning of message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider.